Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that buttons of the insulin pumps are unresponsive. Customer also states that there is moisture exposed to the insulin pump. The blood glucose reading is 215 mg/dl. The insulin pump will be replaced. Nothing further reported.